Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; elevated cobalt ion levels; corrosion at the neck-stem junction (right).